Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00201: case 1; 3025141-2018-00202: case 2; 3025141-2018-00203: case 3; 3025141-2018-00204: case 4; 3025141-2018-00205: case 5; 3025141-2018-00206: case 6; 3025141-2018-00211: case 7; 3025141-2018-00212: case 8; 3025141-2018-00213: case 9; 3025141-2018-00214: case 10; 3025141-2018-00215: case 11; 3025141-2018-00216: case 12; 3025141-2018-00217: case 13; 3025141-2018-00220: case 14; 3025141-2018-00221: case 15; 3025141-2018-00222: case 16; 3025141-2018-00224: case 17; 3025141-2018-00225: case 18; 3025141-2018-00227: case 20; 3025141-2018-00228: case 21.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and some screws. Patient experienced lateral and medial wound infection. Reference: bugler, k.e., et al., the treatment of unstable fractures of the ankle using the acumed fibular nail: development of a technique. J bone joint surg br, 2012. 94(8): p. 1107-12.